Event description:
This device was used in the sudden cardiac event of a female, age unk, in which the pt did not survive. The end user described the event as below: the pt was found unresponsive in bed in their room in a rest room, (B)(6) center. The AED device was used but the user claimed that the device never issued a "shock advised" prompt. The print-out of the ECG trace from the device does indicate that the "shock advised" prompt was issued.

Manufacturer narrative:
Investigation concluded that there was no fault with this device and it had performed to specification in the diagnosis and treatment of the pt. The data shows that the pt was in asystole and pea during this event and in correctly detecting this state the device requested CPR to be performed. The data shows evidence that the operator continued applying CPR after the device requested "do no touch the pt." Continuing chest compressions during the analysis window caused interference on the ECG and caused the device to prompt "shock advised" and charge up. After prompting "shock advised" the device will perform a double check to ensure the rhythm detected is shockable and in the absence of a shockable rhythm the device will correctly disarm and will not instruct to shock as is what happened in this event. The "shock advised" prompt does not require any action from the user. It is only when the "press the shock button now" prompt is issued that action is required. In the reported event the device correctly changed its analysis to "non shockable" and the "press the shock button now" prompt was never issued. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.